Manufacturer narrative:
Date of birth is unknown as it was not provided. Patient information-gender/sex unknown as it was not provided. Date of event is unknown and not provided the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or verify reported issues. The fss performed a preventative maintenance and a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
During a scheduled preventative maintenance of a phacoemulsification unit, the surgery center reported to an amo representative, that a patient experienced a capsular tear during a surgical procedure to remove the cataract. As a result of the capsular tear, an unplanned vitrectomy was performed. The surgeon reported the footpedal operation and phaco mode did not work well. In addition, the surgeon indicated the vacuum did not go up. Through follow up, the surgeon stated there was no relation in between the capsular tear and the phaco system. The patient outcome was there is no visual acuity problem.